Event description:
Reporter alleged the 11th through the 14th contacts in the inform system are blackened. No report of any actions or treatments. A request was made for the return of the suspect device and replacement prod was sent.